Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial procedure. It was reported that there were some accuracy issues during the case. The instrument was not even on the screen when they tried to navigate. The surgeon decided to abort use of the navigation system. There was a reported delay of less than one hour and no reported impact to patient outcome.